Event description:
Ftr (B)(4) was opened to cover 1 of 5 patients reported under ftr (B)(4). The description provided under ftr (B)(4) is as follows: according to the reporter: customer has had in the last 2 weeks 5 patients return with sutures broken down within the two week period and protruding through the skin and the wound re opened requiring re-suturing. Additional information has been requested of the customer but no response has yet been received.

Manufacturer narrative:
(B)(4).